Event description:
Caller reported aviva system blood glucose results: at 7:43pm her reading was hi, which on the system indicates a result in excess of 600 mg/dl at 7:45pm , hi at 7:49pm, 135 mg/dl at 7:54pm 146 mg/dl no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.